Event description:
Information was received indicating that, during the use of a smiths medical cadd cassette reservoir, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that the pump was being used for infusion of epoprostenol sodium for pulmonary arterial hypertension (pah) patient. No patient injury was reported. No adverse events were reported.